Manufacturer narrative:
Reaction monitors for the original and repeat glucose tests were typical for glucose reaction. Quality control was performed at 6:32 am and 9:21 am on (B)(6) 2012 for all three levels and was within specification. Patient samples were collected in gold top 13 ml serum separation tubes (sst). Samples with high glucose results were collected at 9:19 am and 10:05 am and analyzed at 12:14 pm and 12:22 pm on (B)(6) 2012. Two clot detection alarm messages indicated fibrin clots at 12:21 pm and 12:23 pm for the two alleged samples. The fibrin clots detected in the patient samples could have contributed to the erroneous glucose results. A definitive cause of the incident is unknown.

Event description:
The customer reported erroneous glucose patient results involving au680 clinical chemistry analyzer. The customer retested four patient samples on the same unit and recovered results of approximately 30 mg/dl lower. Patient 1 produced a glucose result of 133 mg/dl and recovered a retest value of 102 mg/dl on (B)(6) 2012. Patient 2 produced a result of 124 mg/dl and recovered a retest value of 92 mg/dl on (B)(6) 2012. The erroneous results were released out of the laboratory and questioned by physicians. There was no report of patient injury or change in patient treatment associated with this incident. The customer indicated quality control (qc) is performed daily and was well within the acceptable ranges. The customer issued the amended reports.